Event description:
Technician alleged that the brake is not holding. No one was hurt or injured.

Manufacturer narrative:
Technician found that the brake caster and steering caster were out of adjustment. The technician adjusted both casters to resolve the issue.